Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled on this pacemaker. There was not enough data provided to boston scientific technical services (ts) to identify why. There was also a check right atrial (ra) lead alert. The patient's care has since been transferred to their family physician. Since everything is working satisfactory the physician has no plans to call the patient back to the hospital for further examinations. No adverse patient effects were reported. The device remains in service.